Manufacturer narrative:
Added method, results, and conclusion codes no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 8 months.  An analysis of the log file confirmed the pump stoppage events; however, a specific cause for this finding could not conclusively be determined through this evaluation. The retrieved log file contained data from (B)(6) 2017 to (B)(6) 2018, at which point the system controller¿s internal clock reset to the factory default until the end of the log file. The system controller appeared to operate primarily on 14v li-ion batteries for the duration of the log file. Low battery advisory alarms were noted throughout the log file. The low battery hazard alarm then became active due to further depletion of the 14v li-ion batteries and the system went into power save mode. It was observed that one of the batteries (black cable) was disconnected, followed by the second battery (white cable). The system was then supported by the internal backup battery until it appeared to become fully depleted. The length of time that the pump remained off could not conclusively be determined. In the next event, the system controller was connected to a charged battery and pump support resumed; however, the system controller alarmed with a yellow wrench alarm due to the system controller's clock being reset from the complete loss of power. It appeared that towards the end of the log file, a driveline disconnection was captured, causing the pump¿s motor to stop. Aside from the pump stoppages due to battery depletion and driveline disconnection, the pump speed remained above the low speed limit for the duration of the log file. The pump appeared to be functioning as intended. The patient remains on lvad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the system controller sounded with a yellow wrench alarm. The patient exchanged the system controller and went to the hospital the next day. Due to the good condition of the patient and the absence of alarms, the patient was discharged home. During the manufacturer's investigation, pump stoppages were noted in the log file. No additional information was provided.